Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus service operation repair center (sorc), that it was found the image of the subject device had noise and the endoscopic image did not appear. The subject device had been returned to sorc for repair of the image failure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon and many horizontal stripes were found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor unit, or the printed circuit board on the video connector, or the system. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) received and checked the subject device. And it was found followings; [investigation results] -it was duplicated the reported phenomenon. -it was reviewed the manufacture history (DHR) of the device and confirmed no irregularity. [Cause] -conclusion: the root cause of the reported phenomenon could not be identified. -consideration: since the image sensor unit cable inside the bending section of the subject device was twisted, it was considered that the reported phenomenon has occurred due to a disconnection or short circuit of the image sensor unit cable. The presumed cause of the twisted image sensor unit cable in the bending section was considered to be the irregular load caused by twisting the universal cord of the subject device. If additional information becomes available, this report will be supplemented.